Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the suspect device used with the accu-chek mobile system. (B)(4).

Event description:
Reporter stated that, within 2 minutes, patient obtained blood glucose results of 10.4 mmol/l on the accu-chek mobile system and 5.7 mmol/l an accu-chek aviva nano system. Also, while on the line with technical support, patient reportedly obtained the following results within 5 minutes: 9.4 mmol/l and 10.5 mmol/l, on the mobile system, and 5.7 mmol/l and 5.4 mmol/l, on the aviva nano system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.